Event description:
Customer reported experiencing "error codes that occasionally prevented the screen from cycling forward". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.